Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that during the past month the patient had experienced the infusion tubing separating from the connection at the headset of the infusion set. It was reported that his happened on multiple occasions, mostly during the night while the patient was sleeping. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.